Event description:
A hospital in (B)(6) reported, via a fisher & paykel field representative, that an mr290hfv autofeed humidification chamber had overfilled during use. The hospital reported the following: they noticed that the peep setting on the ventilator was rising. They noticed that the breathing circuit had filled with water from the water bag. They disconnected the patient. They noticed that some water had reached the patient. An alleged 500ml of water had emptied from the water bag. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The mr290hfv autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. A lot check has revealed no other complaints for mr290 chambers with lot date 090203. We will provide a follow-up report upon completion of the investigation.